Event description:
The customer reported that erroneous sodium (na) results on multiple patient samples were obtained on a dimension exl 200 integrated chemistry system. The initial results were reported and questioned. The samples were repeated multiple times on the original instrument. The repeat results recovered higher than the initial results. None of the results produced by the analyzer were determined to be correct by the customer. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) that erroneous sodium (na) results on multiple patients were obtained on a dimension exl 200 integrated chemistry system.a siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse observed photometric sampler angular belt failure, replaced sampler and level sense conduit, aligned sample probe to all targets, and primed system. Further the cse ran auto check and quality control (qc) both recovered acceptably. Siemens evaluated the event and determined that a faulty angular belt on samples, potentially contributed to the erroneous sodium (na) results, which was corrected by replacing sampler assembly, level sense conduit, aligning sample probe.the instrument is performing according to specifications.no further evaluation is required.